Event description:
Reported received of no audible alarm tone. During testing by the user facility, the device did not sound an audible alarm tone while on the low volume setting there were no reports of any adverse patient events while the device was in clinical use.